Event description:
The suspect device result was 503 mg/dl. The user called their dr and was instructed to take 10 additional units of insulin and to call the emts. User retest and the results were 498 and 502 mg/dl. The emts arrived and their meter read in the 200's mg/dl. User was taken to the ER and treated for hyperglycemia. No controls were used. The device was replaced and requested to be returned for eval.